Manufacturer narrative:
According to the info from the customer, there had been a change of lab freeze product from non flammable to flammable spray within the last 4 years. The operator was unaware that she was using a highly flammable dimethylether based product. The customer has removed the flammable product from their lab and has changed the procedure to avoid the use of the product within the cryostat chamber. The instructions for use for the leica (B)(4) states "do not operate in rooms with explosion hazard." This event was the result of user error.

Event description:
An explosion occurred while spraying the specimen embedded on the specimen disc on the freezing shelf of the cryostat with "lab freeze." The burning gas caused minor burns to face, eyebrows, hair line, upper neck and lower arms of the operator.